Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she needs to meet with a rep to "verify" her machine, which the pain clinic doesn't do. Pt said her implantable neurostimulator (ins) isn't working well: she needs to charge more often, she feels pain in the machine with shocks and "stuff like that", and her hand is like cement. Patient services asked when pt started to notice these issues, and pt said this happened before, and met with manufacturing representative (rep) (B)(4) "maybe 2.5-3 months" ago and the rep found 2 of the "I don't know, on the vertebrae I have the wires" it was like the "color was different than the other little circles". Pt said rep (B)(4) fixed that and everything went well for a while until "maybe 3 weeks, a month now, maybe a little more" again. Patient services emailed reps and provided nas number for hcp office. Additional information received from the manufacturing representative (rep) indicated that per nlink notes, electrodes 3 and 5 have a possible short, which were reprogrammed around. The patient was getting good coverage in left arm and hand. It was stated that energy usage showed recharge interval 14-16 days created group b and c. The rep stated that the cause of the shocking and "color was different than the other little circles" report of was unknown. The patient's weight at the time of the report was unknown.